Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that the unit would not rewarm over 25 degrees celsius. As a result, an alternate device was deployed. There was a five minute delay in reheating the water, but there was not a delay in the surgery. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device not returned.